Event description:
A nurse contacted baxter (B)(4) regarding a blood leak from a xenium 210 dialyzer. The nurse relayed the report for an at home hemodialysis patient. It was reported that when the home patient (hp) was at the end of their dialysis session the hp's wife noticed approximately 50ml of blood under the machine on the shower tray. No issues or alarms noted during the dialysis session. The patient's wife stated that there was a wet drip of blood noted on the bloodlines, which was running from the dialyzer connector down the bloodlines and dripped onto the floor. The patient's wife stated that she had checked connectors throughout the dialysis session and no drip was noted. The patient's wife felt that the new line connector is difficult to attach to the dialyzer and transducers. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the clinical team, they stated that the clinical area responsible for training the patients, believe that patients received adequate training as well as reinforced info when issues started to happen. Baxter trained the nurses. The patients in question were established on hhd had experience with av 05 lines with no issues connecting to dialyzers.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The complaint for a blood leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.